Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/14/2022, it was reported by a sales representative via sems that a ar-9236-01pp glenoid trial broke. This occurred during an unknown case when the peg broke off inside the patient. No additional information was provided. Additional information requested.

Manufacturer narrative:
Complaint confirmed. Visual inspection it was noted that the central post is broken. The post was not returned for evaluation. The observed condition is attributed to undetermined.